Event description:
It was reported that right hip revision surgery was performed due to pain, metallosis and osteolysis.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to elevated cobalt and chromium levels, metallosis & pseudotumor. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided revision report, there was metal stained tissue in the capsule and the abductors. No other details about the diagnosis of metallosis and pain was provided and the detailed nature of these findings remain unclear. Review of the provided implantation and revision report did not reveal any inconsistencies related to the surgical technique that could explain the reasons for this revision. Further investigation is not possible without x-rays or the device available. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.